Manufacturer narrative:
Additional suspect device: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7070984.

Event description:
It was reported that during an implant procedure the patient experienced headaches due to a dura puncture. There was no medical intervention provided however the patient had an extended hospital stay. The patient is reported to be stable.